Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a set screw with a rounded socket. Analysis was performed and no anomalies were found.

Event description:
It was reported that the implantable pulse generator (ipg) was attempted but not used during the implant procedure. The setscrew of the ipg was defective in the header and unable to secure the lead. The device was removed and replaced. No patient complications have been reported as a result of this event.